Manufacturer narrative:
It was reported that there was a "black smudge" in the syringe barrel. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the "black smudge" was confirmed to be within the syringe barrel. The likely root cause was determined to be cleanliness issues during the manufacturing process. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there was a "black smudge" in the syringe barrel.